Event description:
A us distributor contacted zoll to report that a patient developed blisters on the back under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient was prescribed clotrimazole betameth cream by a physician. Follow up indicated that the cream helped clear the rash.